Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The most likely cause for the reported failure can be attributed to improper bone prep and/or misaligned insertion. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending per (B)(4).

Event description:
On 8/30/2021, it was reported by a sales representative via phone that an ar-8943br-05 distal lock fibula plate, was not threaded properly. The surgeon was unable to insert the 2.7 distal locking screw. The plate and screws were removed. This was discovered during use in an ankle arthroscopy on (B)(6) 2021. The case was completed by using the other plate from the tray.